Event description:
A surgeon reported that a knife was not sharp while performing the incision during surgery. The knife was replaced within seconds and the procedure continued. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample has been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).